Event description:
It was reported that during a percutaneous coronary intervention (pci) the tip of an imaging catheter detached. The lesion was 100% total occluded with calcification and moderate tortuous in mid-rca. Access was achieved with a guidewire inserted in rca and a guidewire inserted in right ventricular (rv) branch. Intravascular ultrasound (ivus) catheter was inserted in rv branch as the physician wanted to observe the fibrous cap of the occluded lesion. The physician did not experience difficulty entering or removing the ivus catheter. When the ivus catheter was removed outside the patient's body, approximately 3cm of the distal tip had detached. The detached tip remained in the patient's body on the guidewire in the rv branch. The physician used the guidewire in the rca and crossed over to the rv branch, twisted the ends of the two guidewires together and successfully removed the tip outside of the patient. No patient injury was reported.